Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll sp125 had visible droplets. The following information was provided by the initial reporter: material #:309646 batch#:3212366. Rcc received a complaint via email. While opening new box of bd 5cc syringes lot number 3212366, exp date: 2028/07/31, I noticed that the outer part (barrel) appeared old and scratched. Additionally, there was some residue and moisture inside the syringes (at the plunger seal/black rubber), which was very unusual and I do not recall seeing moisture before. Advised my immediate supervisor on the proper procedure for reporting this issue and requested a quality verification. Set a side the whole box in order to prevent using them.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - visible droplets no samples were available for examination, preventing a full investigation and root cause determination. A review of the device history record for the reported lot revealed no rejected inspections or quality issues during production. The reported ¿moisture¿ in the syringe is likely silicone, an inert, non-toxic lubricant integral to syringe functionality and widely used for over 25 years without known adverse clinical effects. Silicone does not impact product safety, efficacy, or performance. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.